Manufacturer narrative:
B5 describe event or problem - updated.

Event description:
It was reported that there was a cardiac perforation, pericardial effusion and cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and met all release criteria. The physician released the device from the core wire and the closure device was successfully implanted in the laa of the patient. After the closure device was released, transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis, but the effusion did not resolve. The patient was then brought to have open heart surgery where the effusion was treated and the laa was clipped. It was further reported that during open heart surgery when the clip was applied the watchman closure device embolized. The physician successfully captured and removed the device from the patient. The patient remained stable and has since been discharged from the hospital.

Event description:
It was reported that there was a cardiac perforation, pericardial effusion and cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and met all release criteria. The physician released the device from the core wire and the closure device was successfully implanted in the laa of the patient. After the closure device was released, transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis, but the effusion did not resolve. The patient was then brought to have open heart surgery where the effusion was treated and the laa was clipped.